Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium gen.2 (ca2) on a cobas 8000 cobas c 701 module. The customer repeated 6 additional patient samples. The results for 3 patient samples were reproducible, and the results for 3 patient samples were not reproducible. The results for these additional 3 patient samples were not provided. For the first patient, the initial result was 5.7 mg/dl. The technician did not believe this result and repeated the sample on a different c701 module with a result of 9.6 mg/dl. This result was believed to be correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The field service engineer (fse) found a small pin hole in the rinse tubing. The fse replaced all of the rinse mechanism tubing, adjusted all of the detergent and water levels, replaced the reaction cells, and performed cell blank measurement. A 21-cup precision was performed with results within specification. The customer performed acceptable calibration and qc. The investigation determined that the issue found by the fse (hole in the rinse tubing) was the root cause of the event.